Manufacturer narrative:
Report required by FDA for eua. (B)(4). Investigation not complete at time of initial report, and will be provided upon completion.

Event description:
User reported false positive result. Negative pcr and alternative rapid tests taken at unspecified interval.

Manufacturer narrative:
Report required by FDA for eua. Eua #203011. Investigation not complete at time of initial report, and will be provided upon completion.

Event description:
User reported false positive result. Negative pcr and alternative rapid tests taken at unspecified interval.

Manufacturer narrative:
Section b2 has been deselected after being inadvertently selected in initial report. Section h6: type of investigation - code 4105 has been removed; investigation findings - code 170 has been corrected to 213; investigation conclusions - code 143 has been corrected to 22.

Event description:
User reported false positive result. Negative pcr and alternative rapid tests taken at unspecified interval.